Event description:
A cartridge change error was reported regarding a customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support instructed the caller to inspect and clean various components of the pump, but the issue persisted despite following correct procedures. As a result, support decided to replace the pump. Customer reverted to an alternate pump for insulin therapy.